Manufacturer narrative:
Testing and investigation found the device touchscreen responded; however the keys were out of alignment. The probable cause was due to contamination on the bottom of the device touchscreen. This was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reports the device touchscreen is not working. The device was returned ot the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.